Manufacturer narrative:
The affected set and the infusion pump used were returned. Infutronix is currently investigating this complaint.

Event description:
The distributor representative reported an administration set leaking issue to infutronix on 05/14/2018: "I visited (B)(6) cancer center and they had a patient hooked up to a nimbus and the tubing was leaking where it comes out of the bottom of the nimbus. We aren't sure if it was bad tubing or if the nimbus caused the tubing to leak". The nimbus ambulatory infusion pump used with the affected set is nimbus ii flex (sn: (B)(4)). The model number of the device was unknown. The exact event date was unknown. No patient information was available. No patient injury or harm occurred for this case.

Manufacturer narrative:
Correction: in the initially filed MDR (3011581906-2018-00007) section concomitant medical products , it was stated that the affected device was returned to infutronix on (B)(6)2018. However, the affected device was received by infutronix on (B)(6)2018. The affected administration set was investigated by the distributor (zyno solution) for evaluation. A small hole was found on the proximal end of the tubing which allowed fluid to leak from the set during infusion. The evaluation confirmed the reported tubing leaking issue.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00008).